Manufacturer narrative:
During inspection and testing, service found the front panel keys were not functioning due to a faulty circuit board. In addition, the video connector was loose. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer reported the image from the subject device was not captured using the switches on the front panel. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found the front panel keys were not functioning. This report is being submitted for the malfunction found during evaluation (non-functional keys). There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely the phenomenon occurred due to a faulty main board interfering with the function of the device. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.